Manufacturer narrative:
(B)(4) as a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the client underwent reversal of unplanned colostomy on (B)(6) 2017. During surgery, the device malfunctioned and was a substantial factor in causing perforation of the client¿s bladder and parts of his bowel. The bladder was repaired and new colostomy was established.

Manufacturer narrative:
(B)(4).